Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information

Event description:
It was reported that the procedure was not completed. The target lesion was located in the bile duct. An 8mmx80mm wallflex biliary transhepatic self-expanding stent was selected for treatment. However, strong resistance was encountered and it could not be moved midway at the start of deployment, preventing the stent from being released. The stent was fully recaptured upon removal, and although the stent was released outside the body, the flared tip section could not be re-retracted and protruded from the sheath tip. Consequently, the procedure was not completed due to this event. The physician believed that the damage occurred to the delivery tip when passing through a section of the bile duct exhibiting significant curvature. There were no patient complications as a result of this event. It was further reported that an attempt was made to retract the stent into the delivery outside the body; however, it could not be fully retracted and protruded from the tip part of the delivery catheter's outer sheath.

Event description:
It was reported that the procedure was not completed. The target lesion was located in the bile duct. An 8mmx80mm wallflex biliary transhepatic self-expanding stent was selected for treatment. However, strong resistance was encountered and it could not be moved midway at the start of deployment, preventing the stent from being released. The stent was fully recaptured upon removal, and although the stent was released outside the body, the flared tip section could not be re-retracted and protruded from the sheath tip. Consequently, the procedure was not completed due to this event. The physician believed that the damage occurred to the delivery tip when passing through a section of the bile duct exhibiting significant curvature. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, initial reporter, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.